Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: correction: d4: lot. Additional information: h3, h4, h6: part number: 03.010.523 lot number: l731153 manufacturing site: bettlach release to warehouse date: march 23, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, l/n: l731153) was received at us customer quality (cq). Upon visual inspection, it was observed that the threaded distal tip was broken off at the second most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues were consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes dimensional inspection: drawing specified dimensions: groove od = 6 mm +/- 0.1mm shaft od = 7.8 mm +/- 0.1mm measured dimensions: groove od = conforming shaft od = conforming device used ¿ caliper ca592 document/specification review: current and manufactured was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the second most proximal thread form, and therefore broken. While no definitive root cause could be determined, it was possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the tip of the driving cap broke off into the insertion handle while attempting to insert the unknown nail. Surgeon proceeded with the case by using another instrument with no further complications or issues. The procedure was successfully completed with no surgical delay. There was no patient consequence reported. Concomitant device reported: frn insertion handle (part # 03.033.001, lot # l700503, quantity 1), frn nail (part # unknown, lot # unknown, quantity 1), hammer (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).